Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.5mm target lesion was located in the moderate tortuos and moderately calcified left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. It was noticed that the proximal end of the stent structs were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Corrections: (d4) lot number: corrected from 0025058468 to 0023966495. (D4) expiration date: corrected from 01/12/2022 to 12/06/2020. (H4) manufacture date: corrected from 01/13/2020 to 06/10/2019. Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be lifted from the crimped profile. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.5mm target lesion was located in the moderate tortuous and moderately calcified left anterior descending artery. A 2.50x24mm synergy drug-eluting stent was advanced for treatment. However, the proximal end of the stent structs were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.